Event description:
It was reported that an occlusion alarm occurred during the night, and the next morning felt sick with blood glucose of 16,3 mmol/l and ketones of 4,1 mmol/l. Customer went to the emergency room where she was subsequently hospitalized. Customer received insulin treatment in hospital, and elevated bg/ketones resolved with no injury. Customer was discharged on (B)(6) 2026 with no injury. Customer reverted to an alternate method of insulin therapy.